Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient was at a senior life clinic, was feeling shaky, and felt that her bg was high. Her cgm reading was 198 mg/dl but the nurse checked her bg which was 485 mg/dl. The nurse called the ambulance so that the patient could be taken to the hospital. She was given crackers, juice, and insulin. She was told to stop using the cgm system and to rely on her finger sticks until she sees her endocrinologist. A representative at the senior life clinic called the patient¿s endocrinologist who stated that the patient did not need to be seen. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.